Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 30mg/ml at 5mg/day and bupivacaine 30mg/ml at 5mg/day via an implantable pump. It was reported that the patient underwent a pocket revision reposition the pump lower in right abdomen. The catheter was not revised and no replacement of pump. No further intervention planned. There were no product allegations and no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. Additional information was received from the patient on 27-jun-2025 who reported that they were in the hospital for 8 days due to infection they got when the pump was implanted. The pump area was red, hot and going all the way from front to back. Per the patient, they put in a pic line, and they put in the antibiotics themselves. The patient wanted the physician to titrate down the medication as the patient doesn¿t want the therapy anymore and the patient was told if they titrate down the medication to turn it off, the physician wanted the patient to have it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.